Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes returned to manufacturer on 5/6/2021. Section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned and no cosmetic defects were observed. The complaint issues cannot be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. No nc/ER was found as part of this manufacturing records review. Historical data analysis: the search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was explanted from the left eye due to dysphotopsia observed during post operative examination.. There was no vitrectomy, sutures or incision enlargement during the procedure. The cartridge used was discarded. No other information was provided.